Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that she received the alarm when she was changing out the pump. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer reported that she dropped her pump while getting out of bed in the morning. Customer stated that the drive support cap was protruded. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. It was explained that the possible cause of the alarm was that during seating, the force sensor did not detect the reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.